Event description:
After removing straight catheter from patient, the staff brought catheter to the trash and catheter spontaneously disconnected from teal hub on catheter bag, ejecting urine on staff's chest and neck area.